Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired with gold reload and the surgeon reported the staple line was jagged, the staples were malformed, and there was some bleeding that occurred. The amount of bleeding could not be quantified, however no blood products needed to be given. The surgeon noted that anvil was loose after first device was fired and removed. Two additional devices were opened but the anvils were noted to be loose upon inspection. These two devices were not used on procedure. The surgeon oversewed staple line to control bleeding and complete case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.